Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm. On (B)(6) 2024, it was reported that the patient¿s cgm was providing a high reading (no specific value was reported). The patient self-treated with an insulin injection. After a few hours, the patient¿s cgm started providing a low reading (no specific value was reported). The patient self-treated with orange juice and skittles. The patient¿s cgm value then increased to 108 mg/dl, but the patient did not feel well. She started to feel lightheaded, dizzy, confused, and eventually she passed out. Emergency medical services (ems) was called. Once ems arrived, the patient¿s bg meter reading was taken, and was reported to be low (no specific value was reported). No cgm value was provided at this time either. Ems treated the patient with a glucagon injection and then transported to the emergency room (ER). At the ER, the patient¿s bg meter reading was 50 mg/dl, and it was stated the cgm value was 100 points off. The patient was treated with IV fluids and stayed in the hospital for one day. The patient ¿felt better¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.